Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the right ventricular lead. The lead was repositioned. The patient was doing well post procedure and would be monitored with routine follow up.